Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 133.6080. Technical support- speaker: 1. Informed this is most likely due to the back up speaker. 2. Recommended replacing back up speaker. 3. Left message following up with repair and left a message requesting a callback. 4. No call back received. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that the device had the error code 133.6080. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had the error code 133.6080. There was no patient involvement.